Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient started treatment with intraperitoneal gentamicin (dose, frequency and duration not reported) and for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.